Event description:
It was reported to baxter that the reservoir of an intermate lv 167 device ruptured during a patient infusion. The pump was infusing a solution of vancomycin and normal saline when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 167 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.